Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details of device malfunction? Did the device lock out and would not fire? Did the device staple? If the device stapled/fired, was the staple line complete? If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? The investigation has been completed based on the information provided to date. If further information is received at a later date, the file will be updated accordingly. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unknown procedure, at the time of the tissue cut, the stapler did not work because it was locked and did not run the cutting blade.